Manufacturer narrative:
The pump was received with cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip, a missing reservoir tube lip o-ring, a cracked case near the display window corners, and minor scratches on the display window. The reservoir locked in place properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack around the reservoir compartment. Customer stated that during an infusion set change, a piece of the reservoir compartment broke off completely. Customer stated that the reservoir has to be taped in order to stay in place. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.